Event description:
It was reported that the tip of the inner sheath, type 8653.018, broke off during procedure (hysteroscopic polypectomy and dilation and curettage (d&c). Three broken pieces were successfully retrieved. There is no report of injury to the patient or other personnel. However, the reported issue caused an approximately 40 minutes delay in the procedure as the surgeon searched and retrieved the broken pieces, and an x-ray was performed while the patient remained under anesthesia to confirm the removal of the tip of sheath. The scheduled procedure was completed.